Event description:
It was reported that before the procedure, the device could not be interrogated. The device was not used. There was no health impact to the patient.

Manufacturer narrative:
The reported event of inability to interrogate was not confirmed. The device was received with normal output and normal telemetry. Analysis of the device image found no anomalies. Further electrical testing was performed, including lead impedance, high voltage shock, and output test, and no issues were noted. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage, consistent with normal usage.